Event description:
It was reported that following a uterine ablation procedure the pt called complaining of pain. The procedure was performed under general anesthesia. The physician had no difficulty under general anesthesia. The physician had no difficulty sounding the uterus to 7 cm. The physician had no trouble dilating the cervix and the catheter passed easily. The procedure was completed with no problems. That evening the pt called complaining of pain. Pt was seen immediately in the hosp and ultimately underwent a laparotomy and resection of a portion of their ileum for what appeared to be a 2 cm thermal injury. The thermally damaged bowl was adhered to that area by exudate. It is not known if the adhesion was present prior to the ablation. The broad ligament was not opened. There was no visible sign of perforation. The physician feels that the device did not malfunction. Pt feels that there may have been a uterine window at the level around the internal os, and that the balloon may have herniated into the broad (ligament and then transferred the heat to the nearby ileum.